Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On an unspecified day after the sensor had been inserted, the patient stated she passed out at home. She does not recall what her cgm reading was prior to passing out. The patient¿s caregiver was also present and called 911. Once emergency medical services (ems) arrived, a bg meter reading was taken but the patient cannot remember any of the specific values. Therefore, there are no cgm/bg comparison values available for this event. Ems treated the patient with a ¿glucose shot¿ and the patient recovered after treatment. The patient was not transported to the hospital. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.